Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath in the rcfa prior to an endovascular aneurysm repair (evar) procedure and a post procedure technique via a 6f in the lcfa. Reportedly, while pushing in the plunger of the first prostyle in the rcfa, the physician felt something moving. The device was removed with the footplate broken and a foot was missing. The elbow of the device was sticking out. Two other prostyle sutures were preplaced. The sheath was upsized to 14f in the rcfa and the evar procedure was completed. During closure of the two sutures in the rcfa, one suture broke using the knot pusher. Another prostyle suture was placed and hemostasis was achieved in the rcfa with two prostyle sutures. When closing the lcfa, a prostyle cuff miss [suture retrieval issue] was noticed. Another prostyle suture was deployed and achieved hemostasis in the lcfa. Pedal pulse in the right anterior tibial was good. No obstruction of flow noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported suture separation could not be determined. Factors that may contribute to suture separation include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.